Event description:
During a procedure the subject device was advanced to the area of treatment with a prograde beta 3 catheter and pulled back. When attempts were made to insert the subject device into the catehter, it was noticed that the coateng had ;eeled off at 15 cm from the torque device. The patient was reported in good condition.